Event description:
It was reported that the insulin pump alarmed an error while the customer was trying to change the infusion set. The customer was able to perform the priming process but the device was stuck in that step and the customer was unable to continue. The customer's blood glucose was 77 mg/dl. The customer stated that the drive support cap was protruded. The customer had not pressed that cap while connected to the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip. Unable to prime during the prime test, due to protruded and loose drive support disk. No prime alarm noted. Insulin pump alarmed during the basic occlusion test, due to protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.